Event description:
We had a pt burn using an electric handpiece in our dental practice. We came across your article explaining, the pts can get burns by not following the manufacturer's directions for maintaining the handpiece. We have also discovered that a pt may receive a burn as a result of using the head of the handpiece as a cheek retractor. When the release button has too much pressure on it, it causes a lot of friction in the handpiece causing it to heat up in a matter of seconds. We discovered this after we had 2 instances of pts being burned in the corner of the mouth, right where the handpiece had been retracting. The size of the burn was exactly the size of the release button on the handpiece. The release button needs to be free from any pressure applied to it when preparing teeth. I would strongly encourage you to provide this info to the dental professionals.